Event description:
The pt underwent insertion of catheters as a preequisite for radiofrequency (rf) ablation for arterial fibrillation. The ibi cs duodecapolar catheter was inserted into the left femoral vein and positioned in the coronary sinus. An intracardiac echocardiogram catheter (ice) was inserted into the right femoral vein and positioned near the right atrial septum for viewing into the left atrium. A transseptal procedure was performed that did not require needle puncture and a webster catheter was inserted into the left atrium without incident. Mapping of pulmonary veins was performed using an esi 3-d navigation system. After the mapping, the pt became hypotensive with decreasing blood pressures. The pt was intubated and started on dopamine infusion. A "pericardial centesis" was performed withdrawing about 350 cc of fluid from the heart. The pt stabilized and was transferred to intensive care unit. The pt remained intubated as there was concern that the pt had aspirated during the intubation. No ablation occurred. According to the report. Occurrence caused by ibt duodecapolar catheter.